Manufacturer narrative:
.

Event description:
A report was received that the patient was experiencing pain in the back near the lead site whether stimulation was turned on or off. It was also reported that when the stimulation was turned on, bumps or knots developed all over the back and when the stimulation was turned off, it eventually subside. The physician prescribed new medications and injections. No further action will be taken.